Event description:
In 2002, the explant of a wrist fusion system which occurred 2 days ago to alleviate patient pain, was reported to k.m.I. Only the attending physician's name and address, and the patient's age were reported. No indications of device failure were reported.